Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath -medium. The hemostatic valve was displaced. The medical team experienced a lot of resistance while pushing the dilator into the vizigo¿ sheath. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. The resistance when they were trying to put the dilator into the vizigo. The medical team was not aware of an occlusion when irrigating the sheath. The sheath was completely blocked with the broken valve. They never inserted the catheter or needle into the sheath. They were inserting the needle into the dilator into the sheath. The sheath had a broken valve that was pushed into the sheath itself. The dilator was bent from trying to force it in. The white valve on the vizigo was pushed into the sheath. The gasket was displaced, but not broken into pieces and it became detached from the sheath. The sheath was not used on the patient therefore no air, blood return, percutaneous or surgical removal were needed. No patient consequences were reported. Dilator damaged is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 23-may-2022, the bwi product analysis lab received the device for evaluation. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath -medium. The hemostatic valve was displaced. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). No damage was observed on the dilator, damage reported by the customer cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000101 and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)